Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.

Event description:
It was reported that the device expanded with a bulky la disc in the patient. Procedure was completed successfully with a third device.

Manufacturer narrative:
Visual and functional inspection confirmed the reported deployment malfunction of the flex ii asd occluder. Based on the investigation findings, a manufacturing-related failure during the heat - setting process, which was not identified in the qc inspection, could be identified as root cause for the reported event.

Event description:
It was reported that the device expanded with a bulky la disc in the patient. Procedure was completed successfully with a third device.